Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation and rupture: observed an opening assessed as an unidentified (tear) opening. Additional observations: crease fold and wear abrasion observed on the device.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.